Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds, high pacing impedance and variable r-waves. The lead was capped and replaced on (B)(6) 2018. During lead revision, the physician noted that the header on the implantable cardioverter defibrillator moved when the leads were disconnected. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.